Manufacturer narrative:
This event occurred outside of the u.s. And involved a product that was manufactured outside of the u.s. However, because the link endo-model rotational knee prosthesis is also marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
The patient described an instability of the knee. X-ray pictures confirmed the reported problem. A revision surgery was done and the t-bushing was exchanged. The t-bushing shows wear on the medial/anterior part.